Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, at the initial stapling of the stomach, there was poor staple formation, the staples worked approximately 1 cm after that no staples came out but the knife worked. They had to resect the stomach to include the dysfunctional row of staples to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit was fully fired. The anvil was noted to be bowed and damaged. The internal components were evaluated and no abnormalities were noted. Functionally the loading unit was loaded onto a representative handle. The jaws of the loading unit could not be clamped due to the noted damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of misuse of the device that has no relationship to the reported condition. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.